Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was returned for investigation. Data logs were not provided for this case or could not be retrieved from the remote server. According to the clinical notes, high purge pressure was observed with no pump flow, and the lysis therapy did not work. No physical abnormalities were observed on the returned product. Biomaterial was observed on the impeller and outflow cage. The pump was primed, and high purge pressure did not reproduce during testing. The cause of the high purge pressure issue was not determined without data log review.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported the patient was on impella 5.5 support and during support, there was high purge pressure with no flow. Tissue plasma activator was added to the purge. The pump was explanted and replaced.